Event description:
"Both clippers used for lap chole case miss fired multiple times in pt. Clips retrieved and sent with clippers to be returned. Surgeon worked to control bleeding, reclipped duct/vessel multiple times to ensure closure."

Manufacturer narrative:
Follow up report will be issued upon receipt of product and completion of engineering evaluation.